Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The device was found in back-up vvi mode following multiple inappropriate defibrillation therapies due to lead noise. The device was explanted and replaced. Information regarding lead information was requested but not received.